Event description:
Customer alleges that one of the sling straps came off the sling bar during transfer of a pt. No pt impact but the caregivers alleged back and shoulder strain. Please reference MFR report # 8030916-2013-00084.